Event description:
The customer reported that the system was arcing then shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and the high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended, and put back into service.